Manufacturer narrative:
During an internal review on july 26, 2019, it was determined that outcomes attributed to adverse event is life threatening was inadvertently not selected, therefore, it has now been selected. Manufacturer's reference # (B)(4).

Manufacturer narrative:
On (B)(6)2019 , additional information was received. It was noted that the patient was male, therefore section a3. Sex has been populated with m. It was also reported that after the procedure, an acunav catheter was used to check for pericardial effusion. The patient¿s outcome was improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related, the physician commented that the ablation catheter is not considered to be the causality of the adverse event considering the timing the blood pressure dropped and the position of the perforation confirmed during thoracotomy. The physician thinks that the cardiac tamponade was caused by the acunav catheter since the perforation was confirmed in right ventricle. No biosense webster, inc. Product malfunctions were reported. No error messages were observed on any biosense webster, inc. Equipment. Per the additional information received on (B)(6)2019 , the physician did not consider the biosense webster, inc. Ablation catheter as contributing to the causality of the adverse event; however, since ablation was performed prior to the cardiac tamponade being noticed, there¿s no evidence to determine the radio frequency (rf) delivery was not related to the causality of the event. The reportability of the event remains the same. Manufacturer's reference # pc-000493250.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  A manufacturing record evaluation was performed for the finished device [30188764l] number, and no internal actions related to the complaint was found during the review. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a patent underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. After the procedure, cardiac tamponade was confirmed by echocardiography. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The patient also required thoracotomy to fix the issue. There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. No biosense webster, inc. Product malfunctions were reported. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.